Event description:
It was reported that the patient is undergoing radiation treatments which caused the device to reset. It was also reported there was not a battery voltage reading available for approximately three days. The device was reinitialized and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Diagnostics were manually reset prior to the save-to-disk being taken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.